Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had triggered the elective replacement indicator (eri) while having an active infection. The boston scientific technical services (ts) informed about the eri and end of life (eol). There was no additional adverse patient effects reported. The ra lead remains in service.